Event description:
I purchased kroger brand clear waterproof bandage on (B)(6) 2014 and after using it for three days on my left arm it left a tattoo print on the bandage on my left arm. I went to the doctor and was told it was a chemical burn and allergy from the bandage. Doctor order me cream put on my arm. Its been over two months and you can still see where the bandage was apply and the dark mark. I have use many bandage and never had a chemical burn or allergy reaction from it. I still have the unused bandage that kroger wanted me to send back to them.